Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During variax fibula plate surgery, the depth gauge was broken when surgeon tried to use it. The surgeon used other instrument and finished the surgery.

Manufacturer narrative:
The reported incident that variax foot/elbow 2.7/3.5 was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by too high mechanical applied force during use. The device inspection revealed the following: the visual inspection showed that the welding of the depth gauge has indeed cracked and the pin has disengaged completely (broken off) from it¿s original position. This gives us an indication that high forces had been applied during use, therefore possibly too much mechanical force during repetitive use may have been the cause of these damages. The hook in the very front of the depth gauge is still intact (wear on the shaft is evident though). A review of the device history for the reported lot did not indicate any abnormalities as it was manufactured according the given specifications at that time. The event involved a product problem which is already addressed by CAPA 448724. No further action is required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During variax fibula plate surgery, the depth gauge was broken when surgeon tried to use it. The surgeon used other instrument and finished the surgery.